Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's physician was removing the patient's entire scs system because the patient was no longer using the system and the ipg site had reportedly become uncomfortable due to weight loss.